Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A rotalink was tested outside of the body and it was working correctly. The plaque was engaged with a rotablator, but it was no longer spinning inside of the body. The rotablator was removed and a 2.0mm x 120mm x 150cm sterling sl balloon catheter was then advanced for dilatation. However, upon inflation, the balloon ruptured before it got to the nominal size. The procedure was completed with another of the same device. No patient complications were reported.